Manufacturer narrative:
Device analysis can confirm a circumferential tear in the balloon material. The circumferential tear is located 8mm distal to the distal edge of the proximal ro marker. The device was returned in an introducer sheath. Microscopic examination of the balloon material and ro markerband found no issue that could contribute to the tear. The severe damage caused on the shaft of the device is consistent with attempts to remove the device from the introducer sheath. It was not possible to withdraw the device from the introducer sheath due to the condition of the balloon. A review of the mfg record for batch # 7907606 shows that the device met its material, assembly and product specifications. Device analysis cannot conclusively determine the exact root cause of the circumferential tear in the balloon material.

Event description:
Reportable based on analysis approved on 12/13/2006. It was reported that during a pta treatment procedure in the pulmonary artery, "the balloon rupture occurred at 8 atms during the first inflation." The lesion being treated was a 90% stenotic lesion with calcification in a non-tortuous pulmonary artery. The procedure was successfully completed with another of the same type device. No pt complications were reported and the current pt status is reported as "good".